Event description:
(B)(4). I was never asked if I had any metal allergies (which I do) prior to being put in me, instead of getting my tubes tied. Since then I have had numerous side effects that I know are directly related to this device. Cramping; abdominal, toes, feet, hands, and calves, sharp/stabbing pelvic pain. Abnormal menses 24/7 tampons : (I will die from toxic shock is the ongoing sad joke between my older children and I) constant spotting, discharge (odor/no odor), hot flashes, uterine inflammation, excessive bleeding during period (menorrhagia), painful ovulation (mittelschmerz), night sweats, loss of libido ~ haven't had and no desire for sex for well over 3 yrs now. I use to have sex 3-4 times a week! Hot flashes, bleeding/spotting after sex painful periods (dysmenorrhea), painful intercourse (dyspareunia), bleeding between periods (menorrhagia), early menopause ???, incontinence, long menstrual cycles (polymenorrhea), sexual dysfunction (unable to orgasm or feel pleasure), yeast infections (candida), urgent/frequent urination, uti (urinary tract infection), bladder infection, cervicitis/vaginitis (swelling, inflammation, infection of the cervix or vagina), itching, burning, stinging, stabbing of vaginal entrance, (vulvodynia), breast pain/tenderness abdominal spasms/ twitching/ fluttering, pain, back, joint, chest, leg, breast, neck, spine, hip, chronic pelvic pain, all over body aches/pain, nausea, gas, constipation, diarrhea, severe bloating, metallic taste in mouth, heartburn, bowel issues. Headaches or migraines ~ (I have headaches every single day for the last few years, I live with them and function unless they are migraines which are frequent) dizziness, tingling sensations, numbness, nerve pain, brain fog and cloudiness, forgetfulness, anxiety, mood swings ~ severe I scare myself at times and need to go to my room and shut my door as I know it is not me nor my poor child...she doesn't understand though...not at 5! Stroke symptoms, depression, ringing in ears (pulsatile tinnitus), black out spells/ fainting, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss) mood disorders, numbness in thigh (meralgia paresthetica), numbness/tingling in extremities (hands/feet), sensation of burning, stinging, tickling or prickling of skin (paresthesia), tremors/shakiness, anemia/ iron deficiency, blood clots, high blood pressure and low blood pressure I am never normal, unexplained/easily bruising, chronic fatigue syndrome...I could sleep all day every day!, allergies/sensitivities, metal allergies (nickel). Heightened allergies/ allergic reactions, gluten sensitivity, allergic reactions, hives, rashes, cysts, boils, acne, skin irritation/itching (I have scars on my legs from digging while I sleep. I use forks some times as nothing makes me feel comfort) swelling of legs or feet, hair loss or changes. Dental issues, insomnia, thyroid disease (hypothyroid/hyperthyroid), seroma, gallbladder issues. Weight issues (gain~ I look and feel 7 months pregnant for 3 years) sleep apnea swollen glands unexplained fevers. Muscle spasms vision problems (floaters, blurred vision, decreased vision) excessive sweating dry skin/hair/eyes. Severe bloating! Hundreds of red spots/freckles on my stomach...they were not there before now they are all over my large gut.